Event description:
It was reported that customer experienced cgm error with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with guidance, and error did not appear again after reset.